Event description:
A female patient underwent aaa repair in 2009. The patient's anatomical form was not suitable for endovascular repair. There was a stenosis due to calcification, which was partially circumferential, of the left external iliac artery and access vessel. The delivery system of the main body was inserted from the left common iliac artery. The physician attempted to place a main body with the left femoral approach, but the delivery system was not advanced due to the calcification. So the physician cut the retroperitoneum and punctured the left common iliac artery to insert the delivery system. The main body was placed without any problem. The delivery system of the iliac leg graft was inserted from the left femoral artery. After placing it in the left external iliac artery, another iliac leg graft was placed to bridge the main body limb and the iliac leg graft. Final angiography revealed that the blood flow to the ipsilateral periphery was not enough. The physician placed zenith iliac plug in the ipsilateral limb of the main body and then performed femoral-femoral bypass (from right femoral to left). Angiography was performed again. It was confirmed that the blood flow to the ipsilateral periphery continued. The patient's outcome at this time is unknown.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & amp; precautions, and the correct deployment procedure. Regarding this failure mode, the IFU stresses the importance of ensuring compatibility with vascular access and also states that vessels that are significantly calcified or thrombus-lined may preclude placement of the stent graft. It is unknown at this time why the physician needed to place an additional leg extension to bridge a supposed gap between the main body and first ipsilateral leg extension; possibly due to an inaccurate deployment or an incorrectly sized leg extension. It is unknown if this directly contributed to the reduced blood flow. The device remains implanted and no images were provided to assist in this investigation. However, we have notified the appropriate individuals and we will continue to monitor for similar events.